Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. The first prostyle device was successfully pre-placed. When pre-placing the second prostyle device, there was difficulty removing the suture out of the suture bearing, but was successful and the device could be removed. The sheath was upsized to a 16fr sheath and the evar procedure was completed. Reportedly, the knot could not be advanced on the second prostyle device. The sutures of two additional prostyle devices were placed and the knots were successfully advanced without issue; however, hemostasis was not achieved. Another prostyle device was successfully used. Hemostasis was achieved with the pre-placed suture of the prostyle device and the additional prostyle device used after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.